Manufacturer narrative:
D9: date returned to mfg.: 11/26/2024. H3 and h6. Codes: updated. Device evaluation update: received five (5) new unused tracheal tubes from the reported lot number. As received, there was no damage or anomalies observed. Each of the five (5) cuffs were inflated fully with 20 ml of air as per the instructions for use (IFU) with an ICU medical provided syringe. No leaks were observed. The complaint of pilot balloon leakage can be confirmed but not replicated due to the original sample not being returned for a full comprehensive evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff pressure decreased, the cuff was leaking at the pilot balloon while operation was in process. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One photo and one video were included for evaluation. Visual and functional testing could not be performed. According to the photo and video received, a leak was observed in the pilot balloon confirming the customer's reported problem. The potential root cause of leakage at inflation line could be enough solvent at joint valve-pilot balloon. A quality alert was generated as a preventive action for leaks at joint valve-pilot balloon. The device history review of the reported lot number found no non-conformities during the manufacturing process.